Event description:
It was reported that during a supply change the connector would not twist onto the cartridge, though it twisted freely without the cartridge; guided troubleshooting confirmed the chamber was clear, a different connector attached successfully, and inspection of the original connector showed a bent needle. Symptoms included no adverse clinical effects. Outcomes included completion of the supply change without alarms and without clinical impact. Investigation included guided troubleshooting and user education over the phone. Investigation of this case revealed a damaged connector needle that prevented proper attachment, which was resolved by using a new connector. It was concluded, based on previously established findings for similar reports, that the cause was user-handling damage to the connector needle.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.